Event description:
It has been reported in a service report that, the cot will not unlock with a pt on it. Stryker field service could not duplicate this alleged issue with or without weight on the cot.

Manufacturer narrative:
Stryker field service examined the cot visually and functionally and there were no problems found. The cot was found to be fully functional.